Event description:
It was reported that the joystick control on the 9800md system is not functional. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The cable pins were pulled loose from the connector. Repositioned and secured cable pins in the connector. The system was tested and found to be working as intended and placed back into service.